Event description:
It was reported that during an implant procedure, the helix of the right ventricle (rv) lead had retracted with the helix locking tool connected to the rv lead. The physician elected to not used the rv lead and subsequently implanted a new rv lead on (B)(6) 2025. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of ¿with the helix locking tool the lead screw got retracted¿ was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the distal end of the lead and applying torque to the connector pin using the helix locking tool, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The helix locking tool test was performed, and the helix did not retract.